Manufacturer narrative:
Corrected data: d4- UDI. D4- lot #. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformities, issues or capas associated with pump function. The pump was not returned as it remains implanted. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformities, issues or capas associated with pump function. Per internal medical review and testing performed to replicate this complaint, the volume of drug that was expelled in the worst-case-scenario (where the clamp was applied as far away from the needle as possible so that a maximum amount of fluid would be present between the clamp and the needle), was measured to be on the order of 0.004 ml. Since the patient was on fentanyl with a concentration of 1000 mcg/ml at a daily dose of 500 mcg/day, the daily drug volume delivered was therefore 0.5 ml/day. The percentage of the daily dose that this droplet represents would be 0.8% ( = [0.004 ml / 0.500 ml] x 100), and even less if the patient routinely uses their ptc where an additional 0.15 ml/day can be delivered. From a clinical perspective, a droplet delivering less than 1% of the daily dose to the patient is not going to result in an overdose, especially as this patient can routinely use their ptc to administer and additional 0.15 ml/day (which is 37 times more drug than was contained in the observed droplet). Therefore the impact of this droplet formation is clinically negligible, and thus highly unlikely to be the root cause of the patient's overdose symptoms. Patient is reportedly in good condition. Root cause of the patient's loss of consciousness cannot be determined at this time. As the pump is only meant to be used with a flowonix refill kit, it is not known if the use of a medtronic refill kit could have affected the refill procedure. Internal complaint # - complaint (B)(4).

Manufacturer narrative:
Internal complaint (B)(4).

Event description:
It was reported that a patient was unconscious following a refill. The pump was refilled, and a bridge bolus was not programmed. 10 minutes following the refill, the patient became drowsy and became unconscious. Narcan and CPR were administered, with no response from the patient. The patient was sent to the hospital and admitted to the emergency room. The patient wakes up. The patient is in a good condition. During the refill, there were no observations of the needle being "rocked" or moved. Physician believes the root cause of the issue to be that the pressure in the pump caused the medication to expel from the tip of the needle after clamping the extension tubing. (B)(6) 2020: during the follow up it was confirmed that the refill kit was a medtronic refill kit and it is believed it was already disposed of.